Manufacturer narrative:
Updated information: lens repositioning performed. Surgeon states, "visus is now 1.25." The problem is resolved. (B)(4).

Manufacturer narrative:
Product manufactured but not sold in the u.s. No similar complaint types reported for units within the same lot. (B)(4). [Anterior endothelium chamber depth less than 3.0mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -6.5/+2.0/079 diopter, into the patient's right eye (od) on (B)(6) 2017. A refractive surprise was noted by the surgeon, incident date reported as (B)(6) 2017. The surgeon is considering lens exchange or rotation.